Event description:
It was reported that the ventricular lead exhibited capture and sensing anomalies. The lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that all five wires of the proximal coil were damaged at 20 cm to 21.5 cm from the connector pin. The proximal and distal insulation were also damaged. Further analysis confirmed that the proximal coil was fractured due to clavicular crush.